Event description:
The international customer reported the ventilator would not power on and the ac mains and battery leds were blinking. The manufacturers field service engineer (fse) ordered a power supply for replacement to correct the reported problem. The customer reported there was no patient involvement.